Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the pictures provided by the customer, it was observed that there was a plastic thread entangled to the tip of the octaray catheter. This material could be related to the polytetrafluoroethylene (ptfe) component that is part of the inner diameter of the vizigo sheath and may have been the related to the handling of the devices during the procedure; however, this cannot be conclusively determined. The lot number was not provided; therefore the device history record evaluation cannot be performed. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ persistent ablation procedure with a vizigo and after finishing the procedure without any incidences or abnormal events, all catheters and sheaths were removed from the patient's body and it was noticed that a strange thread of some kind of plastic material was wrapped around and hanging from the base of the splines of the octaray catheter. The physician did not experience any difficulty or abnormalities in the handling during the case. The catheter was used in the left atrium (la) via a vizigo sheath, which unfortunately was already discarded and not available for return. No patient consequences have been observed so far.